Event description:
A hosp reported that during a coronary artery bypass procedure, the knob on the acrobat-I vacuum stabilizer failed to tighten the arm down properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. No signs of clinical use and no evidence of blood were observed. A visual inspection was performed. There were no observable defects. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob was successfully able to tighten the arm. Based upon these findings, the reported complaint was unable to be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).